Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred when the charged coupled device unit was damaged during user handling. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus service center, however, the device was sent to an authorized 3rd party service center for evaluation. The service center provided olympus with the evaluation results. The customer's allegation was confirmed. The device evaluation found that due to damage on the charge coupled device unit, a noise image occurred during angulation in the up/down directions. The distal end had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. H3 other text : device was evaluated by authorized 3rd party servicer.

Event description:
The customer reported to olympus, there was no image when using the endoeye flex deflectable videoscope. The issue was found during preparation for use of a laparoscopy procedure. The therapeutic procedure was completed using the same device with no delays. It was reported that there was no patient involvement.